Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was attributed to a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site: the instrument was found to have the plastic proximal clevis broken. The broken pieces are missing as a result of breakage. The size of missing pieces is approximately 0.110¿ x 0.216¿ on one side and 0.182" x 0.217" on the other side. The distal clevis is completely derailed from the proximal clevis. However, the cables are keeping the two components connected. The root cause of broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the permanent cautery hook instrument was last used on (B)(6) 2021 on system (B)(4). The instrument has a maximum of 10 uses. There were 3 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was observed to have a broke cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.